Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated that the buttons are not responding. Blood glucose value is 153 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump received with minor scratches on lcd window and cracked case on display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.